Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed to report the patient death, and the possible clip movement with increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2016; to treat functional mr with a grade of 4. One clip was successfully implanted, reducing mr to 1-2. The procedure was successful. On (B)(6) 2017, the patient returned for a follow up echocardiogram, the patient could not speak correctly, was dehydrated, asthenic and adynamic. Clip movement was suspected and mr had increased to 4. The decision was made to hospitalize the patient. On (B)(6) 2017, the patient died of cardiopulmonary arrest. An autopsy was not performed. It is the physician's opinion, that there is no suspected link between the death and the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure to adhere or bond to the leaflets (partial clip movement) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the partial clip movement; however, this cannot be confirmed. The mitral regurgitation (mr) was likely a result of the partial clip movement. A definitive cause for the reported cardiac arrest cannot be determined. Death however, was due to cardiopulmonary arrest and was deemed to be unrelated to the device/procedure per the physician. The reported patient effects of mr (worsening), cardiac arrest and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.